Event description:
Post-op removal of calaxo screw from the right knee due to tibial swelling. The material was removed and put in a bone graft.

Manufacturer narrative:
Product recall initiated on august 21, 2007.